Manufacturer narrative:
(B)(4). The insulin pump was received with pump heating up and critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Pump received with broken belt clip rails slot and missing display window cover. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the insulin pump rails was broken and it was melted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.